Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the drill and the drill sleeve were found to be stuck with each other. The drill portion, outside the sleeve, showed heavy circular marks caused due the drill making contact with the sleeve edge under intense usage. There was no clearance/play between the drill and the sleeve. The drill sleeve was cut to further investigate and the cut section revealed that the drill is welded inside the sleeve, most likely due to excessive torsional forces and misalignment causing friction during the surgery. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to misalignment during use. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during surgery, the drill stuck to the drill sleeve. Once the surgeon took it out of the patient with the sleeve, the drill was biting into the sleeve. After that, other instruments were used and the surgery was finished without problem."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during surgery, the drill stuck to the drill sleeve. Once the surgeon took it out of the patient with the sleeve, the drill was biting into the sleeve. After that, other instruments were used and the surgery was finished without problem."